Event description:
Pt developed bilateral pneumothoraces immediately post-op tonsillectomy/adenoidectomy requiring bilateral chest tubes and admission to critical care unit. Cause unknown. Checked by internal/external sources and no problems found.